Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 72.6mm with very little calcium on the leaflets and large sinus of valsalva diameters. Pre-dilation was not performed due to a lack of calcium. The patient's baseline aortic pressure was 125/50 and mitral regurgitation (mr) was minimal. During 80% deployment the patient's blood pressure dropped to 55/45. The implant depth was at 5mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (lcc). Upon checking echocardiogram (echo), it was noted that the patient's mr increased to severe. The decision was made to re-sheath and re-deploy the valve; however the blood pressure was unable to remain stable at 80% deployment. The valve and delivery system were removed from the patient and replaced with a new 27mm navitor vision valve and large flexnav delivery system. The aortic valve was re-crossed and it was confirmed on echo that the non-abbott guidewire was not tangled in the mitral cords of the left ventricle. The delivery system was then advanced to the aortic valve. At 80% deployment the mr was still severe. The implant depth was 5mm from the ncc and 6mm from the lcc. Echo confirmed the anterior leaflet was not being restricted due to the valve frame. The decision was made to size down to a 25mm navitor vision valve. The 25mm navitor vision valve was successfully implanted. The patient status was stable.

Manufacturer narrative:
An event of patient device interaction problem and regurgitation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on narrative received the implant depth appears to be greater than what was documented in the narrative, suggesting a possible discrepancy between the intended and actual positioning. It may have been conducted to address under-expansion of the valve. Based on received information the cause of reported patient device interaction problem could not be determined. It is possible due to procedural conditions (valve under-expansion/positioning issue); however, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 72.6mm with very little calcium on the leaflets and large sinus of valsalva diameters. Pre-dilation was not performed due to a lack of calcium. The patient's baseline aortic pressure was 125/50 and mitral regurgitation (mr) was minimal. During 80% deployment the patient's blood pressure dropped to 55/45. The implant depth was at 5mm from the non-coronary cusp (ncc) and 6mm from the left coronary cusp (lcc). Upon checking echocardiogram (echo), it was noted that the patient's mr increased to severe. The decision was made to re-sheath and re-deploy the valve, however the blood pressure was unable to remain stable at 80% deployment. The valve and delivery system were removed from the patient and replaced with a new 27mm navitor vision valve and large flexnav delivery system. The aortic valve was re-crossed and it was confirmed on echo that the non-abbott guidewire was not tangled in the mitral cords of the left ventricle. The delivery system was then advanced to the aortic valve. At 80% deployment the mr was still severe. The implant depth was 5mm from the ncc and 6mm from the lcc. Echo confirmed the anterior leaflet was not being restricted due to the valve frame. The decision was made to size down to a 25mm navitor vision valve. The 25mm navitor vision valve was successfully implanted. The patient status was stable.